Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an episode of non-sustained ventricular tachycardia (vt), the atrial lead exhibited far field r-wave (ffrw) oversensing, and it was suspected that both the ffrw and the device wavelet caused the device to withhold possible therapy. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.